Event description:
It was reported that the foley catheter was placed after surgery and on the next day, the catheter fell out of the patient. The forceps was not used. Per follow-up information received via ibc on 10-may-2022, stated that there was no visible damage in the returned sample and there was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The 3 way foley catheter was returned without the original packaging. Photo samples were submitted and no signs of damage were noted from the photos. The physical sample was visually inspected and again no signs of damage were noted. The balloon was inflated with 50cc di water using a luer lock syringe and was noted to inflate concentrically without issues. The catheter was left undisturbed for 10 minutes and no signs of leakage was noted. The balloon deflation without issues. The sample would have passed functional leak testing. The device was used for treatment purposes. The device history record review and labeling review was not required as the reported event was unconfirmed.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter was placed after surgery and on the next day, the catheter fell out of the patient. The forceps was not used. Per follow-up information received via ibc on 10may2022, stated that there was no visible damage in the returned sample and there was no impact to the patient.